Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
According to the distributor, the pump's buttons were no longer activating the desired pump's functions. There was no adverse event associated with this complaint.